Manufacturer narrative:
Date received: date of october 14, 2015, initially reported in error; corrected date: september 14, 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient dob, gender and weight not provided by reporter. Event date: unknown. Report is for one (1) unknown prodisc ¿c. UDI # unknown part number, UDI is unavailable. Implant, explant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported (B)(4) study patient presented heterotopic ossification. This report is for an unknown prodisc-c implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The event was reported prior to the PMA approval (12/17/2007), therefore does not meet reporting requirements of 21cfr803. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. The event was reported prior to the PMA approval (12/17/2007), therefore does not meet reporting requirements of 21cfr803.